Event description:
Attempted to perform a circumcision with clamp. Started procedure appeared to be problem removed clamp laceration at the base of the shaft completely encircling the penis through the skin tissue only.